Manufacturer narrative:
(B)(4). Feeder shoe. The el5ml device was returned for analysis in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and nine clips were fed and formed as intended; however an intermittent feeding issue was noted during the analysis. The device was disassembled in order to evaluate the condition of the internal components and the feeder shoe tang was found damaged, causing that the clips could not be fed properly into the jaws. No conclusion could be reached as what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws before the 1st firing. No pieces fell into the patient. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.